Event description:
A false low advia centaur xp br result was obtained on a patient sample and the result was questioned by the physician. The low br result was considered discordant when compared to the patient's historical br test results. A new sample was drawn and the customer performed repeat testing for br and the result agreed with the patient's previous test history. The customer also obtained a false low cea result on the original discordant patient sample and the result was questioned by the physician. The customer performed repeat testing on the discordant sample and the repeat result agreed with the patient's previous test history. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
The cause of the discordant advia centaur xp may be contributed to sample handling and preparation. The customer noted that all samples were frozen prior to testing and observed that the samples were not being mixed prior to testing. The instruction for use (IFU) states under the specimen collection and handling section the following: "serum is the recommended sample type for this assay. Plasma samples should not be used because their performance in this assay has not been determined. The following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 8 hours. Tightly cap and refrigerate specimens at 2 degrees to 8 degrees c if the assay is not completed within 8 hours. Freeze samples at or below -20 degrees c if the sample is not assayed within 48 hours. Freeze samples only once and mix thoroughly after thawing. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Remove particulates by centrifugation at 1000 x g for 15 to 20 minutes. Samples are free of bubbles." The IFU states in the limitations section: "note: do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information the patient's clinical evaluation." The instrument is performing within specifications. Other test information: cea product code: dhx, catalog number: 09788458, 510(k) number: k981478, product lot number: 145.